Manufacturer narrative:
Pump error 54 alarm followed by pump error 3 alarm found in the device history due to electronic assembly. Pump error 63 alarm confirmed in the device history and during self test due to broken trace. No pump error 53 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had alarm for hardware low level failure, software error detected and for the another insulin pump error. Customer¿s blood glucose was unknown. Customer was able to rewind the insulin pump but did not passed self test. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.